Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the pt experienced a myocardial infarction. The index procedure treated the 4.0x12mm, 80% stenosed lesion of the distal rca (right coronary artery). Treatment consisted of predilation, placement of a 4.0x16mm taxus express2 drug eluting stent, and post dilation resulting in 10% residual stenosis. Some recoil was noted during post dilation, and the pt developed "some chest pain with associated elevation, transient nodal rhythm without dropping blood pressure, and timi ii flow through the vessel" which was treated medically. Cardiac enzymes were elevated consistent with a myocardial infarction. The chest pain resolved, and the pt was discharged one day post procedure on asa and plavix. The investigator assessed this event as possibly related to the study device.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.